Manufacturer narrative:
(B)(4). This right ventricular (rv) lead will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. This rv lead was explanted. No additional adverse patient effects were reported.